Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause for the failure was isolated to a shorted ECG ¿c¿ & ¿d¿ cable. The root cause for the shorted ¿c¿ & ¿d¿ cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.